Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6) 2020 16:12:12 pst .ice batch user (batch_ice) (B)(6). Complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(6). Taken by: (B)(6). Crack in case. Crack is seen on: button pad loose. Was pump bumped or dropped: no - customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. (Pump ca03) country: (B)(6). City: (B)(6). Zip: (B)(6). Input date: (B)(6) 2020. Warranty start: 03/14/2019. Warranty end: 03/13/2023. Batch - (B)(4).

Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with pillowing keypad overlay and keypad overlay peeling. No cracks noted at keypad overlay from visual inspection. (B)(4).